Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. Customer's blood glucose value 273 mg/dl. The customer was assisted with troubleshooting. Insulin pump has a red light and they cannot get to the menu. Customer response the insulin pump was unresponsive, had the motor arm cannot communicate with the main arm error alarm and the serial number was missing on the back, there was no response from any button. Customer reports the time clock did not advance. Customer was not calling back after installing a new battery, monitoring the insulin pump for two hours and frozen display recurred. Customer reports the screen was not completely blank. Customer states alarm occurred during the time that the buttons were not responding. Customer was unable to successfully clear the alarm. Customer states insulin pump buttons began to work in less than 5 minutes without battery change. Customer states insulin pump turned off. Customer was unable to clear the pump errors, power loss alarm and program pump. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to verify keypad anomaly, pump error 4 alarm, frozen display, backlight anomaly, time clock anomaly and perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Pump received with serial number label missing, scratched case, pillowing keypad overlay and minor scratched lcd window.